Event description:
It was reported that the epicardial left ventricular (lv) lead was suspected to have fractured per an x-ray image. Electrical measurements were noted to be normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.